Event description:
It was reported that during a ptca/stent procedure, difficulties with the stent delivery balloon resulted in partial stent deployment and proximal vessel dissection. There was difficulty in removing the stent delivery system (sds), and there were no further attempts to adequately deploy the stent. The stent appeared to be left in the artery in a "mushroom shape."